Manufacturer narrative:
(B)(4). The ec60a device was received for analysis with the knife partially advanced into the lockout region thus the device would not open. An ecr60b cartridge was received loaded on the device. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Event could not be confirmed as the device closed and opened without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a sigmoid procedure, the device jammed at the beginning of the procedure with the first cartridge (blue cartridge). The device has not stapled nor cut. The surgeon tried to unblock the device by using the manual knife reverse switch but the switch does not work. The surgeon finally succeeded in unblocking the device but all the staples fell into the patient. All the staples have been retrieved. Another like device was used to complete the procedure. There were no adverse consequences for the patient.